Event description:
The customer initially reported vacuum system timeout. While servicing the unit, the asp field service engineer (fse) found the unit with a "slight smoke" coming from the filter. The customer stated that they were not aware of the issue but that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter. He ran a test cycle and the unit met MFR specs.